Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be provided when the evaluation is completed. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).

Event description:
The hospital reported that the negative pressure (vacuum) was weak when the doctor was using the acrobat-I stabilizer so the device was not placed well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.